Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell and others, underweight and crease fold. A microscopic analysis was performed which identified; one sharp broken, unidentified tear opening, and stress mark, near of the opening site, this condition was called surgical impact, two openings striated, non-penetrating nick striated on the anterior and wear abrasion. A dimension measurement in the shell was performed which identify the thickness was within specification. Based on the device analysis the final assessment is one sharp broken due to surgical impact, two striated openings due to surgical damage consist in the use of some surgical tool and non-penetrating nick striated on the anterior due to surgical tool scratch like.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Breast implants are not lifetime devices. Breast implants rupture when the shell develops a tear or hole. Ruptures can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to rupture: damage by surgical instruments, stressing the implant during implantation and weakening it, folding or wrinkling of the implant shell, excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated), trauma, compression during mammographic imaging, and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of rupture for allergan¿s product. It is not conclusively known whether these tests have identified all causes of rupture. Laboratory studies to identify any additional causes of rupture are ongoing.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.